Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - radicular pain syndrome. It was reported that the patient's healthcare provider did their last surgery 2 years ago or a little longer and was just going to do the replacement and not hook up anything because of all the infections, they would not work. It was reported the hcp could not put it in because the patient's shoulder bone was no good. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.